Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported the patient was implanted with a impella cp support due to cardiac arrhythmia. While on support, the patient experienced slight access site bleeding. Additionally, the pump presented suction alarms that were resolved with repositioning and fluids. Planned escalation of patient from impella cp to impella 5.5. Patient transferred from outside facility.